Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii capsular contracture, distressed and depressed, pain in the breasts, unable to sleep properly.

Event description:
Patient representative reported "desperate","very concerned", "developed baker iii" and "pain". Patient also reported "distressed and depressed, unable to sleep properly", which are not device related. Affected side is right. The device remains implanted.